Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after an interventional procedure. The physician completed all the deployment steps, but after firing the clip (step 4), the device became stuck in the arteriotomy. The device was removed and hemostasis was achieved with manual compression. Reportedly, the vessel locator wings failed to collapse. The pt did not experience any adverse effect. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.